Event description:
An ulna nail was implanted in the patient to treat a elbow fracture. At some point post op, the nail broke. It will be explanted and replaced with an elbow plate at some point in the future.